Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Evaluation sent the device for flow rate accuracy testing and observed a percentage error within a acceptable range. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event.the reported condition was not verified. The door does not properly shut all the way. ' was confirmed during the event history log (ehl) review as ''shut door - power off'' but not reproduced during evaluation. The reported condition was not verified. The cause of the condition was determined to be the upper hook switch intermittently signaling the door was open when it was closed. The upper auxiliary requires replacement to address this issue. The reported door does not properly shut all the way may result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an over infusion with a spectrum infusion pump which resulted in hypothermia. It was reported the infusion was completed in four hours instead of the expected 18 hours. The cause of the event was not reported; however, according to the reporter, after looking at the device, it was noted the door did not shut all the way. The patient received unspecified treatment for the event. At the time of this report, the patient was stable. No additional information is available.